Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not reported at this time.

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not reported at this time.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment.. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿there are some large cysts anteriorly. The component, however, does not show any clear sign of loosening or migration. Therefore no loosening or migration can be confirmed. In the CT scan some relevant bone defects are visible at the talus. There is no clear instability of the component visible, however. There is relevant clinical information missing to assess this case properly. Therefore, the information to assess this case adequately is missing.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. According to the medical expert assessment some large cysts are visible anteriorly but there is no clear sign of loosening and migration and hence more information is required to assess this case. If device is returned or any further information is provided, the investigation report will be reassessed.